Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon suture and topical skin adhesive involved caused and/or contributed to the post-operative erythema? If yes, please indicate which ethicon device contributed to post-operative erythema? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: the journal of arthroplasty 2012; vol. 27 no. 10: 1783-1788. Http://dx.doi.org/10.1016/j.arth.2012.05.022 - (B)(4)

Event description:
It was reported in journal article ¿use of knotless suture for closure of total hip and knee arthroplasties - a prospective, randomized clinical trial¿ that a single-blinded, prospective, randomized clinical trial was conducted from february 2009 through june 2009 to evaluate the efficacy of using a bidirectional barbed suture compared with traditional suture in the deep closure of primary total hip and knee arthroplasties. In the traditional closure group, in total hip arthroplasty (tha), monofilament absorbable suture with inverted interrupted knots was used for closure of the subdermal layer. For the traditional closure in total knee arthroplasty (tka), monofilament suture was used on the subdermal layer. The patient in the traditional closure group may have experienced peri-incisional erythema, presented between 2 to 5 weeks postoperatively, and resolved after 7 to 10 days of oral antibiotics. Additional information has been requested.